Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. The product support engineer (pse) troubleshot the issue with the customer over the phone. Therefore, the reported condition could not be verified. The pse recommended that the customer measure the power supply output at the power management (pm) printed circuit board assembly (pcba). Replace the power supply or the pm pcba as indicated by test. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the unit does not power up. The mains light emitting diode (led) is always amber. There was no patient connected to the device at the time the event occurred.